Manufacturer narrative:
Concomitant products: 407652 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) noted on stored electrograms (egm) that caused pacing below the patient's programmed lower rate. The lead remains in use. No further patient complications have been reported as a result of this event.